Event description:
Patient was originally treated for an open tibia fracture on (B)(6) 2012. During a routine follow up appointment on an unknown date, the surgeon discovered a nonunion on x rays. Patient was returned to the or on (B)(6) 2013, for removal of the nail and two screws. After the implants were removed the surgeon used a guide wire and reamed the tibia to stimulate bone growth and the patient was treated with temporary external fixation. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6).

Manufacturer narrative:
Device used for treatment, not diagnosis.